Event description:
A report was received that the patient was unable to charge his ipg. The physician suspected the device was not working anymore. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charge his ipg. The physician suspected the device was not working anymore. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge, with the stimulation turned off, within the typical ipg battery depletion rate. The specific reason for the low charging current was unknown but this condition could occur if the ipg is flipped, tilted, or deep inside the pocket. Device exhibited normal characteristics.